Event description:
It was reported that the patient was brought to the electrophysiology (ep) lab for an implantable cardioverter defibrillator (ICD) generator change. Prior to procedure, the device and leads were checked. The lead showed normal function with lead numbers in acceptable range. Once the old ICD was explanted, and the chronic medtronic right ventricular (rv) lead was connected to the new ICD, the high voltage (hv) impedance increased to more than 200 ohms in all configurations. At this time the dr. Decided to implant a new rv lead and new ICD generator. The patient¿s condition was stable.